Event description:
A customer reported a cartridge alarm 20 during pumping, resulting in a blood glucose level of 564 mg/dl. The customer took corrective action by administering a correction bolus via the pump. Tandem technical support decided to replace the pump with a new one, provided instructions for returning the malfunctioning device, and ensured the customer was informed about training and backup therapy options.